Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports after administering the injection, the clinician went to activate the safety and it would only slide up half way before the safety shield became stuck. The nurse tried a couple of times and the safety would not go up further than half way, so it could not be locked out. The needle had been used in the patient's deltoid muscle, removed, and thumb activation initiated.

Manufacturer narrative:
The device history record (DHR) for lot 414010x indicates that units were packaged on 05/23/2014. There were no issues found in the samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There was no process or material changes related to this type of issue for this product within the previous 12 months from the production of the lots. A review of the machine setup was conducted and observation of the machines at its current condition does not reveal any issues. There were no samples submitted with this complaint. The issue reported by the customer could not be confirmed. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause could be related to user technique when initiating the safety shield. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The instruction for use insert indicates the following: perform injection (or aspiration of body fluid) according to local standard procedure and aseptic techniques, immediately following the injection or aspiration procedure, lock the safety needle shield using any of the following methods: push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your finger or thumb behind the needle tip at all times. Or press the safety shield, lever side down onto a flat surface to cover the needle and lock the shield, i.e., bedside table. Safety needle is locked once the needle tip is completely shielded. Verify locked position though audible and tactile click.

Event description:
This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.